Event description:
It was reported that the pt got hurt at work, which caused the lead to migrate. The pt was at home. The healthcare provider confirmed that he has not seen this pt and has no additional info.